Manufacturer narrative:
Section h10: (d4) lot number: 84283012 (h3) based on previous similar complaint investigation and the returned device, the broken instrument reported was likely the result of impacting near the junction between the stem inserter (321-07-00) and the retroversion handle, allowing for the applied force to be transmitted to the threaded tip of the retroversion handle, leading to ultimate failure.

Manufacturer narrative:
Pending evaluation.

Event description:
As reported, the surgeon was removing the broach when the rod snapped off. Surgeon did not hit version rod in process. Threaded end of the rod was sheered off in broach handle. Patient was last known to be in stable condition following the event.